Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to out of phase motor encoder signal. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.